Event description:
During the atrial tachycardia procedure, air was aspirated. The sheath was inserted into the left atrium and the advisor hd grid catheter was inserted into the sheath. It was noted that air was aspirated when flushing from the side port. Aspirating air was performed several times, but the air could not be removed completely. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.